Manufacturer narrative:
The product was not returned for investigation. Long term event logs show the purge pressure dropped to 100 mmhg, and flow was 0 at the time of the air in purge alarm, which lasted for about 30 minutes. The issue was resolved after replacing the purge cassette. Purge pressure low: the cause of the low purge pressure issue was not determined since the product was not returned, and sufficient clinical information was not provided. Air in purge system: the cause of the air in purge system issue was not determined since the product was not returned, and sufficient clinical information was not provided.

Manufacturer narrative:
D4: lot information and primary UDI number is unknown. Based on the information available, the impella cp cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented to the hospital with an anterior in st elevation myocardial infarction after feeling uncomfortable for several days following an unrelated medical procedure. The patient was found to have a flush occlusion of their left anterior descending artery (lad) and ejection fraction of 20%. The physician then elected to place the impella cp to treat the lad. It was reported that while the patient was in the operating room there was an alarm for air in purge and low purge pressure. It was noted that the medical team attempted to de-air the purge without success. The purge cassette was changed and the low purge pressure and air in purge alarms were resolved. It was also reported that on (B)(6) 2025, the patient experienced an episode of atrial fibrillation with no information on interventions that were performed to resolve the issues. Additionally, the same day the patient had bleeding at the impella access site and as a result of the bleeding heparin was withheld and manual compression was held. The patient was escalated to an impella 5.5 for increased hemodynamic support. The patient experienced a hematoma at the axillary graph anastomosis site that was tunneled with no further complications and bleeding at the impella access site that was sandbagged to resolve. Additionally, there were false alarms for impella in the aorta when the patient coughed. The patient¿s care was withdrawn, and the patient expired on impella 5.5 support. This complaint involves one impella cp, one purge cassette used during impella cp support, one impella 5.5, and one automated impella controller which alarmed during impella 5.5 support. Purge cassette lot number is unknown. Impella cp with serial number (B)(6). Impella 5.5 with serial number (B)(6). Automated impella controller with serial number (B)(6). This MDR specifically addresses the purge cassette with lot number unknown, which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Event description:
Additional information indicates "there was an air in purge alarm that was not successful with de airing. The purge cassette was changed and this resolved the issue. The groin site bleeding was handled by holding pressure on the site and this was a successful intervention."

Manufacturer narrative:
Additional information has been provided in b5. The cause of the air in purge system, issue issue was not determined since the product was not returned, and sufficient clinical information was not provided.